Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that the device was discarded by the customer and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic aortic valve, the delivery catheter system ( dcs) was difficult to advance past the aortic arch and through the native valve due to tortuous patient anatomy. Once correctly positioned, the dcs capsule would not move to deploy the valve. The dcs and the loaded valve were removed from the patient. Outside the body the dcs capsule appeared to function appropriately; the valve was loaded onto a different dcs and successfully implanted. No subsequent adverse patient effects were reported.